Event description:
It was reported that information was received from a healthcare provider regarding a pain stimulation implantable pulse generator (implantable neurostimulator system) revision procedure in which imaging showed the leads were in a slightly different position and the neurostimulator was replaced. It was also reported that the patient was hospitalized for potential infection at the neurostimulator site. The healthcare provider later reported that the manufacturer components were explanted and a competitor system was implanted.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.